Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the orthodontist recommends treatment that is overseen by a licensed orthodontic specialist since critical factors need to be monitored such as compromising occlusion, potential dental trauma, adequate treatment/wear instructions. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.